Event description:
Right subclavian placement of a catheter on 4/12/95 during a colostomy closure. On 5/8/95, catheter found to be non-functional. Catheter found to be sheared distal to locking sleeve and required extraction.